Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states she has inadvertently cut herself with the device. No medical treatment required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).